Manufacturer narrative:
The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Surgical intervention was performed and the pacemaker was explanted and replaced. Of note, the estimated projected longevity for this pacemaker was seven and a half years, and this pacemaker ended up being implanted for roughly ten and a half years. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed, and no error codes were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as the longevity estimates had dropped faster than expected in between follow-up appointments. Surgical intervention was performed and the pacemaker was explanted and replaced. Of note, the estimated projected longevity for this pacemaker was seven and a half years, and this pacemaker ended up being implanted for roughly ten and a half years. No additional adverse patient effects were reported.